Event description:
Hoyer lift tipped over causing resident to fall to the floor. Resident was sent to the e.r. And returned to facility the same day. Resident received sutures to a laceration above left eye.